Event description:
It was reported that there was a shocking or jolting sensation. The patient¿s device had gotten disconnected when he had fallen and he would get a buzz or shock in his chest when he would adjust it. It was unknown when the fall was because he had fallen several times. It had been sometime in-between the implant and his replacement surgery. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2004, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3387-40, lot# j0421511v, implanted: (B)(6) 2004, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).